Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door will not latch close. Evaluation determined the cause to be a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump had a door that will not latch close. The customer stated, "the door unlatched message was on the screen, even though the door looked fully closed." It was also reported that there was no patient injury.